Event description:
It was reported that the screw was broken during insertion. All pieces of the screw were removed from the patient. A backup device was available to complete the procedure following a short delay. No patient impact was reported.

Manufacturer narrative:
Device investigation narrative - one 2.9 bioraptor ab assembly was returned for evaluation. Visual assessment of the device confirmed the reported breakage. The anchor has broken at the suture eyelet. The broken portion was not returned. The proximal end of the anchor remains attached to the inserter. The suture remains attached to the anchor and shows no abnormalities. The inserter shows no damage. Dimensional assessment of the anchor is prohibitive due to its condition. The condition of the anchor indicates excessive force was placed on the anchor during insertion likely causing the observed damage. Per the device IFU under precautions ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device¿. Further investigation is not warranted at this time. Device returned for evaluation device evaluated by the manufacturer evaluation codes updated c-(B)(4).